Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a low battery voltage in the box. The device had been stored at a cold temperature prior to testing. The rep. Was advised to use a different device for this procedure, store original device at room temperature and check again in 48 hours. 03/07/02 additional information: voltage continues to be lower than specifications allow, so will be returned to guidant for analysis.